Manufacturer narrative:
Device evaluation: analysis was completed for the umbilical cable that was returned. Functional testing, performance testing, visual/physical examination, and a usability inspection were performed but the reported complaint was unable to be confirmed/duplicated. Visual inspection confirmed that the cable had wear and tear. The cable end cap for protecting terminations was damaged. The cable did pass continuity and gbit testing. Additionally, the cable was installed in a test system. The system initialized. Motion, generator, communication and charging readied, and 2d and 3d images were acquired successfully. It was determined that there was a physical damage failure with the umbilical cable; the root cause was the damaged end cap. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: bi71000167, serial/lot #: rev. A (B)(4). A medtronic representative went to the site to test and service the equipment. It was found that there was a broken cable in the umbilical cable. The umbilical cable was replaced, thus resolving the issue. The system then passed the system checkout and was found to be fully functional. The umbilical cable was returned to medtronic but was under evaluation at the time of filing. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device. It was reported that the imaging system showed as ¿system connected but not ready¿ when booting up. There was no patient present when this issue was identified.